Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of button error and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are visible cracks on the battery compartment. The customer will be sent a replacement pump. The customer will return the pump for analysis.